Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9158974, medical device expiration date: 2020-12-31, device manufacture date: 2019-06-07, medical device lot #: 9260646, medical device expiration date: 2021-03-31, device manufacture date: 2019-09-17, medical device lot #: 9220505, medical device expiration date: 2021-02-28, device manufacture date: 2019-08-08. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing three occurrences of overfill during use. The following has been provided by the initial reporter: material no. 369714 batch no. Unknown (possible lots 9158974, 9260646, 9220505). It was reported that the tubes are overfilling. Verbiage received during phone call, - all the tubes in the provided lots are overfilling. Date of event: (B)(6) 2020. Patient identifiers not available. Complaint 2 of 2.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing three occurrences of overfill during use. The following has been provided by the initial reporter: material no. 369714 batch no. Unknown (possible lots 9158974, 9260646, 9220505) it was reported that the tubes are overfilling verbiage received during phone call, - all the tubes in the provided lots are overfilling date of event: (B)(6)2020 patient identifiers not available complaint (B)(4) of (B)(4).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.